Manufacturer narrative:
Date of customer passing: (B)(6) 2021. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, faded end cap address label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. The device did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the date of customer passing listed in the customer's notes (date of customer passing: (B)(6) 2021) and the days prior to that date. (B)(6) 2021 dailytotalofallinsulindelivered = 0, (B)(6) 2021 dailytotalofallinsulindelivered = 0, (B)(6) 2021 dailytotalofallinsulindelivered = 0, (B)(6) 2021 dailytotalofallinsulindelivered = 0, (B)(6) 2021 dailytotalofallinsulindelivered = 0, 06/15/2021 dailytotalofallinsulindelivered = 0, (B)(6) 2021 dailytotalofallinsulindelivered = 0, please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 dailytotalofallinsulindelivered = 27.6, (B)(6) 2021 dailytotalofallinsulindelivered = 19.45, (B)(6) 2021 dailytotalofallinsulindelivered = 35.025, (B)(6) 2021 dailytotalofallinsulindelivered = 29.55, (B)(6) 2021 dailytotalofallinsulindelivered = 22.25, (B)(6) 2021 dailytotalofallinsulindelivered = 37.35, (B)(6) 2021 dailytotalofallinsulindelivered = 18.75. Device passed the functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that was provided with the initial report was incorrect. The correct information has been included with this report in section e.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer family member reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2021 due to illness. The cause of death was diabetic ulcer in the heel, large stents, infection in the blood, advanced dementia, and congestive heart failure. The caller stated that the customer had a lot of illnesses that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of admission, and the customer had congestive heart failure. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing, a few months after admission. The customer had a traumatic injury from a fall from dementia. The caller agreed to return the insulin pump for analysis. (B)(4).